Event description:
It was reported that the home patient (hp) had a high drain 105 alarm on the homechoice (hc) during the setup. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) explained the alarm to the hp. The hp did not experience any difficulties during the therapy that night and wanted to continue with the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed that there were no previous service events. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.